Event description:
Arjohuntleigh received a complaint where it was indicated that during the pt transfer the left leg attachment clip detached and the pt fell of the sling. The event was described as follows: the pt "was being transferred on the hoist in her bedroom, the carers accidently clipped a bedside dressing table causing one of the left side sling clips to become detached. This caused pt to fall to the side damaging her collar bone. The hoist is used in a small downstairs bedroom. It has been reported that the main cause of the incident was simply user error due to the carers rushing." Ref. MFR # 9611530-2013-00150.